Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. The insulin pump was received with moisture damage on the motor assembly. The insulin pump failed the leak test from the cracked case behind the pump at the battery compartment. No stuck button alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed stuck button. The customer received a message that said they had pressed the button more than three minutes. The customer did not hold down any button for more than three minutes. Customer's blood glucose level was 222 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.